Manufacturer narrative:
Multiple attempts were made to obtain the device lot number, and the lot number was unavailable. No device history review was able to be completed. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak, aneurysm enlargement, aneurysm rupture, and death.

Event description:
On an unknown date, reported as 5 years ago in 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was noted that the original implanting physician and hospital are unavailable. On (B)(6) 2019 the patient presented with an emergent ruptured abdominal aortic aneurysm. A CT was performed and revealed a distal type I endoleak originating from the previously implanted contralateral leg component. Disease progression was reported to have extended up into the original abdominal aortic aneurysm sac. Reportedly the patient had no pressure readings when the surgeon arrived. Therefore, no treatment was rendered to treat the aneurysm rupture. It was reported that the physician suspects that the aneurysm sac rupture was attributed to the type I endoleak and disease progression.

Manufacturer narrative:
D6: the only implant date provided was 2014, therefore we are using an estimate of (B)(6) 2014 for the implant date.